Event description:
The dr claims that the graft was implanted with a left ventricular assist device ( baxter) and the pt developed a post-operative fever of 37.9 degree c to 38.9 degree c, with increased fibrin/fibrinogen degradation [fdp] and "d-dimer". The excat cause of the incident is unknown. The graft was left in. The pt is now doing well.